Manufacturer narrative:
The customer did a routine biological testing of their scope and it failed the leak test and came back positive for bacterial. The bacterium is unk at this time. Customer only tested one scope and had stated that more scopes would be tested. Customer felt machine was responsible for positive results. MFR was contacted for service/eval. During contact with customer, MFR was informed that machine was removed from service and no cultures were taken. The fse (field service engineer) was dispatched to customer site for service / eval. Fse informed customer that the machine was obsolete and therefore service is no longer available and suggested customer may want to look into purchasing upgraded machine (dsd-201). No further info is available at this time. Attempts have been made to further investigate the reported incident, however the customer and field clinical specialist have been unresponsive.

Event description:
During facility routine biological testing of scopes, a scope came back positive for bacteria.